Manufacturer narrative:
Medwatch # mw5086689. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hawkone h1-m device was used in the patient. On attempting to remove the device, it was reported to have broken leading to an injury to the femoral artery. Surgery was needed to retrieve the catheter tip and to repair the artery.